Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed, inoperable, air in line sensor. No patient injury reported.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 12-may-2022 via email and attached to complaint object: no patient involvement. The issue occurred during testing.

Manufacturer narrative:
H6: event problem and evaluation codes: updated . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No problem found with the device. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of the device: other. E4: correction: customer reported to FDA: no information.